Manufacturer narrative:
(B)(4). (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2017, a follow up computed tomography (CT) scan showed a type ii endoleak, originating from the mesenteric artery. Additionally significant aneurysm enlargement of approx. 15mm was visible. The endoleak was successfully solved via embolization. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.